Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a 3 tesla MRI. Afterwards he reported a decrease in sound, dizziness, and issues with retention between the internal device and audio processor.

Manufacturer narrative:
According to the information received from the field the recipient underwent a 3t magnet resonance imaging (MRI), which is contraindicated for this device type. Device investigation confirmed damage to the device likely caused by the 3t MRI examination. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user underwent a 3 tesla MRI. Afterwards he reported a decrease in sound, dizziness, and issues with retention between the internal device and audio processor. The user has been re-implanted.